Event description:
It was reported that during a laparoscopic nephrectomy the clip came out to the side, but did not form. Clips were retrieved and a second applier was used, but this was faulty also. Devices will not be returned.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.